Event description:
Paramedics responded to a pt described as in full cardiac arrest. A countershock was delivered and the pt's rhythm converted to asystole. Acls protocol for asystole failed to convert the asystole rhythm and the pt was not resuscitated. The reporter stated the device did not appear to deliver the full amount of selected energy to the pt. This opinion was based on the lack of expected pt skeletal muscle response to the countershock. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.